Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
The technician found while he was performing an electrical safety check on the bed, that the ground resistance was too high.